Event description:
Customer reported the teeth will not align when an attempt is made to secure the enclosure shut. Customer did not provide a date when discovered. This was discovered when the product was removed from storage. No incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. There is an open slider on the pt access of the left window side. There are also 2 inches of the seam that are frayed on the side post of the foot panel. (B)(4).